Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post implantable pulse generator (ipg) implant, the patient developed an infection and the patient's device and leads became infected. The ipg system was explanted and replaced with a leadless ipg. The ipg system and the device pocket were cultured post explant. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.